Manufacturer narrative:
The lvad excor blood pump pu valves; 15 ml in/out; ø 9 mm; sn (B)(6) was in use on the patient from (B)(6) 2025 until the pump was exchanged on (B)(6) 2025. The event occurred on (B)(6) 2025, which is (16 days) after the pump was placed on the patient. We have reviewed the production records of the excor blood pump and the pump was produced according to our specification.

Event description:
A physician contacted berlin heart gmbh clinical affairs (ca) on (B)(6) 2025 to report that the patient with lvad excor blood pump pu valves; 15 ml in/out; ø 9 mm, had experienced some activity that was suspicious for seizures on (B)(6) 2025. A head CT revealed two subdural hematomas. The patient had episodes with higher blood pressure, coinciding with low-flow episodes. The excor blood pump maintained full filling and ejection at the time of the event. Small fibrin deposits were noted in the pump. According to the update, the patient became stable without seizures, and control CT showed no progression.